Event description:
The reporter states that she obtained the blood glucose comparison of 217 mg/dl and 99 mg/dl on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. The reporter felt hypoglycemic. No reported actons taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.